Event description:
Reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 67 mg/dl, 117 mg/dl, and hi (>500 mg/dl) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.